Event description:
It was reported that the batteries exhibited power switching. The batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #:1650de / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #:(B)(4), device available for evaluation: no, mfg date: 09-jul-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #:(B)(4), device available for evaluation: no, mfg date: 10-jul-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #:(B)(4), device available for evaluation: no, mfg date: 10-jul-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2022 / serial #: (B)(4), UDI #:(B)(4), device available for evaluation: no, mfg date: 19-jan-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021 / serial #: (B)(4), UDI #:(B)(4), device avialable for evaluation: no, mfg date: 12-oct-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6), h3:yes h6:FDA method code(s):b14, b17, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6), h3:yes h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6), h3:yes h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6), h3:yes h6:FDA method code(s): b17, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s):g0403401 serial# (B)(6), h3:yes h6:FDA method code(s): b17, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s):g0403401 serial# (B)(6), h3:yes h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: one (1) controller ((B)(6)) and six (6) batteries ((B)(6)) were not returned for evaluation. A review of the (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead premature power switching involving (B)(6). Momentary disconnections will lead to an audible tone. It is likely that the observed momentary disconnections were perceived as the reported ¿low priority battery alarm¿. As a result, the reported premature power switching and battery alarm event was confirmed. The reported controller display error could not be confirmed as the unit was not returned and no visual evidence was provided by the site. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported display error event can be attributed, but not limited, to a faulty component in the display circuitry of the printed circuit board, a faulty lcd display module, and/or an assembly error. The most likely root cause of the reported premature power switching event and ¿low priority battery alarm¿ event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a display error. A low priority battery alarm sounded, and the controller display showed 55546. It was noted that the patient didn¿t have their glasses on and was not sure what numbers they saw. When the patient looked at the controller display again, they saw normal numbers for the battery cycle count around 200. The event had stopped spontaneously. It was also reported that the display problem was possibly due to a stuck bit on the lcd interface and had a bad connection on the flex cable. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding an additional device involved in the event and further event details. B3: date of event was updated from (B)(6) 2022 to (B)(6) 2022. B5: event description was updated to include the controller as an associated device and further details of the event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2020 / serial #: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-apr-2019. H5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02014, g04035 h6: FDA device code(s): a0902 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: one (1) controller ((B)(6)) and four (4) batteries (B)(6)) were not returned for evaluation. Two (2) batteries (B)(6) were returned for evaluation. A review of the (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6) . Analysis of the data log file also revealed several momentary disconnections that did not lead premature power switching involving (B)(6) and (B)(6) . Momentary disconnections will lead to an audible tone. It is likely that the observed momentary disconnections were perceived as the reported ¿low priority battery alarm¿. As a result, the reported premature power switching and battery alarm event was confirmed. The reported controller display error could not be confirmed as the unit was not returned and no visual evidence was provided by the site. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported display error event can be attributed, but not limited, to a faulty component in the display circuitry of the printed circuit board, a faulty lcd display module, and/or an assembly error. The most likely root cause of the reported premature power switching event and ¿low priority battery alarm¿ event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. (B)(6) d9: yes, return date: 16-nov-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 (B)(6) d9: yes, return date: 16-nov-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a controller fault alarm which was permanently silenced.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: one (1) controller (B)(6)and four (4) batteries (B)(6) were not returned for evaluation. Two (2) batteries (B)(6) were returned for evaluation. A review of the (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead premature power switching involving (B)(6). Momentary disconnections will lead to an audible tone. It is likely that the observed momentary di sconnections were perceived as the reported ¿low priority battery alarm¿. Analysis of the alarm log file revealed a low flow alarm on 14/aug/2022 at 05:48:26. This is an additional finding not related to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Review of the alarm log file did not reveal any controller fault alarms within the analyzed period. As a result, the reported premature power switching and battery alarm event was confirmed. The reported controller display error could not be confirmed as the unit was not returned and no visual evidence was provided by the site. The reported controller fault alarm was not confirmed. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported display error event can be attributed, but not limited, to a faulty component in the display circuitry of the printed circuit board, a faulty lcd display module, and/or an assembly error. Based on an investigation conducted under CAPA pr00574181, the most likely root cause of reported premature power switching event and ¿low priority battery alarm¿ event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.